Event description:
It was reported that the customer had wasted a whole box of enlite sensors. Customer's blood glucose level was 130 mg/dl. Customer stated that he was going to put one in on (B)(6). Customer reported that the first 2 sensors went in, but he had a problem getting the needle to retract. Customer stated that the sensor was not all the way in his body during insertion. When customer tried to remove the needle, it hurt a lot. Customer stated that he tried using the sensor, but he kept getting an alarm. Customer stated that the first sensor was bent and the second sensor hurt when the needle was retracted. Customer stated that the electrode was gone as if it were removed with the needle. Customer's health care professional confirmed there was nothing that was stuck in the body. Customer stated that he tapes the sensor down before removing the needle. Customer was advised that the should be removing the needle before taping the sensor. No additional information provided.

Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used partial sensors and found 1 of 2 sensors with retracted sensor inside sensor base. 2nd sensor broken in two parts. Broken part still attached to sensor tubing.